Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that an rn was attempting to program 5fu cadd pump but 5fu cadd pump would not stop beeping. Attempted to program and reprogram and restart cadd but it continued to beep continuously. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 24-may-2022 via email and attached to complaint object: pump serial number updated; was there any injury to the patient? ? No known injury at this time. - is device available for return? ? Whichever devices were identified for returning were returned by the bio med department. H6: event problem and evaluation codes: updated. H10: device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.